Event description:
It was reported that after a recent subcutaneous implantable cardioverter defibrillator (s-ICD) generator change, auto-setup did not pass in any vector, so the patient was programmed to their previous vector and a stress test was performed to get a template. Programming optimization was to be performed, and technical services (ts) was contacted with questions about whether optimizing the s-ICD in clinic would get rid of the this previous template. Ts discussed this with the field representative and noted undersensing. Noise was seen on the electrogram (egm), but it was not oversensed. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that after a recent subcutaneous implantable cardioverter defibrillator (s-ICD) generator change, auto-setup did not pass in any vector, so the patient was programmed to their previous vector and a stress test was performed to get a template. Programming optimization was to be performed, and technical services (ts) was contacted with questions about whether optimizing the s-ICD in clinic would get rid of the this previous template. Ts discussed this with the field representative and noted undersensing. Noise was seen on the electrogram (egm), but it was not oversensed. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to small r-waves coupled with myopotential oversensing of muscle movement artifacts. The s-ICD system remains in service. No additional adverse patient effects were reported.